Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical through a voluntary medwatch report, that a consumer administered insulin based on a high reading they received on their blood glucose meter, and subsequently experienced a hypoglycemic event that required no medical intervention. Limited info was given on the report. No product was received for investigation.